Event description:
Related manufacturer reference number: 2017865-2024-03836. It was reported that during an in-clinic check, a high capture threshold was noted on the right atrial (ra) lead and no capture thresholds were noted on the right ventricular (rv) lead. A chest x-ray revealed the ra and rv leads had been pulled back. When the ra lead was removed, the helix appeared to be retracted. It was noted that the lead had been in a vertical orientation for some time, which may have contributed to the helix retraction. The rv lead was repositioned. There were no adverse health consequences, the patient was stable.